Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations.

Event description:
It was reported to medtronic minimed that the customer experienced battery cap cracked/damaged. The customer reported no adverse event. The event involved product(s) mmt-712wwl. Customer required assistance with removing the battery cap. The customer was unable to remove the battery cap from the pump. No harm requiring medical intervention was reported. Product return requested for mmt-712wwl. The customer declined to return or is unable to return.